Manufacturer narrative:
Please note that the event date was reported to be in or about (B)(6) 2017 and is being reported as (B)(6) 2017 in date of event for reporting purposes. As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. On or about/approximately six (6) years, ten (10) months, and sixteen (16) days after placement (including the end date), the patient underwent an updated computerized tomography (CT) scan which revealed that the filter had subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, the filter was significantly tilted and approximately six (6) struts had significantly perforated the ivc. As a direct and proximate result of these malfunctions, the patient suffered and continues to suffer life-threatening injuries and damages, which required and will continue to require extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. No additional information is available. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record (DHR) review could not be performed. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. The timing and mechanism of the tilt has not been reported at this time. The brief also reported perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. However, given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported through the legal department via a legal brief, the patient underwent placement of a trapease inferior vena cava (ivc) filter. On or about/approximately six (6) years, ten (10) months, and sixteen (16) days after placement (including the end date), the patient underwent an updated computerized tomography (CT) scan which revealed that the filter had subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, the filter was significantly tilted and approximately six (6) struts had significantly perforated the ivc. As a direct and proximate result of these malfunctions, the patient suffered and continues to suffer life-threatening injuries and damages, which required and will continue to require extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. No additional information is available.

Event description:
As reported through the legal department via a legal brief, the patient underwent placement of a trapease inferior vena cava (ivc) filter. On or about/approximately six years, eleven months after placement, the patient underwent an updated computerized tomography (CT) scan which revealed that the filter had subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, the filter was significantly tilted and approximately six (6) struts had significantly perforated the ivc. As a direct and proximate result of these malfunctions, the patient suffered and continues to suffer life-threatening injuries and damages, which required and will continue to require extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The following additional information received per the medical records indicate that, the patient had a history of deep vein thrombosis (dvt) and pulmonary embolism (pe). The trapease filter was placed below the level of the l2 vertebra. According to the information received in the patient profile from (ppf), the patient became aware of the alleged failures and side effects approximately six years and eleven months post implantation. The patient reports the device is unable to be retrieved; however, a retrieval attempt has not been documented. The patient also reports suffering from weakness, fatigue, sensitivity to sunlight, sensitivity to heat, acid reflux, and anxiety. The patient reports taking various medications including wafarin (12mg per day) which has caused diabetes; metformin (1500-2000mg per day); omeprazole (20mg per day) for reflux; and lisinopril (20mg) for blood pressure from the stress of the filter.

Manufacturer narrative:
Additional information was provided and is available in: (age at the time of event, date of birth) (event date) (event description) (relevant and medical history) (date received by the manufacturer) the implant date was confirmed to be accurate. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: it was reported that a patient underwent placement of a trapease inferior vena cava (ivc) filter. The information provided indicated that approximately six years and eleven months post placement, the patient underwent an updated computerized tomography (CT) scan which revealed that the filter had subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, the filter was significantly tilted and approximately six (6) struts had significantly perforated the ivc. The patient reported that the device is unable to be retrieved; however, a retrieval attempt has not been documented. The patient also reports to be experiencing weakness, fatigue, sensitivity to sunlight, sensitivity to heat, acid reflux (stomach problems related to the medications), and anxiety. The patient reports taking various medications including wafarin, which the patient states have caused diabetes; metformin, omeprazole, for reflux; and lisinopril for blood pressure from the stress of the filter. The indication for the filter implant was a history of deep vein thrombosis (dvt) and pulmonary embolism (pe). The filter was placed via the right common femoral vein and deployed below the level of the l2 vertebra. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt and perforation could not be confirmed, and the exact causes could not be determined. The timing and mechanism of the tilt has not been reported at this time. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Anxiety, weakness, fatigue, sensitivity to heat and sunlight and acid reflux do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient and pharmacological. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.